Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: left side was not in place, location unknown/failure to occlude (close) fallopian tubes"), pelvic pain ("pelvic pains") and genital haemorrhage ("heavier than natural bleeding") in a 30-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage in 2011 and multiparous. Concurrent conditions included polycystic ovarian syndrome. In (B)(6) 2013, the patient experienced abdominal pain lower ("pain: lower abdominal"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("increasingly painful periods"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation and pelvic pain had resolved and the genital haemorrhage, dysmenorrhoea and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, device dislocation, dysmenorrhoea, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: insertion detail: normal appearing uterus and tubal ostia the patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: the right fallopian tube is occluded by essure device. No occlusion device is identified in the left fallopian tube, which remains patent. No radiopaque foreign body is identified in the pelvis.. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 26-nov-2018: reporter information was added. This case concerns 30 year old patient. Her concurrent and historical medications were added. Lab data was added. Essure insertion and removal date was added. Per plaintiff fact sheet following events: migration of essure device location of device: left side was not in place, location unknown/failure to occlude (close) fallopian tubes; pain: lower abdominal were added. She had recovered from event: essure migration. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff/ plaintiff's family in united states on 06-sep-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013. After the implant procedure she began to gradually experience increasingly painful periods and heavier than natural bleeding. During this period she was not able to definitively ascertain the origins of these pains and bleeding. In (B)(6) 2014 she decided to seek a definitive solution to the bleeding and pelvic pains by undergoing a total hysterectomy and bilateral salpingectomy. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and began to experience pelvic pains and heavier than natural bleeding (interpreted as genital bleeding). She underwent a total hysterectomy and bilateral salpingectomy 4 months after essure insertion. These events are listed in the reference safety information for essure. After essure insertion, pelvic pain and genital bleeding may occur. In the present case limited information was provided. Consumers medical history and concomitant conditions were not mentioned. Given the nature of the reported events, positive temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. Additional non-serious event was reported. This case was regarded as incident since surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow up information was received on 17-oct-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Quality-safety evaluation: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and began to experience pelvic pains and heavier than natural bleeding (interpreted as genital bleeding). She underwent a total hysterectomy and bilateral salpingectomy 4 months after essure insertion. These events are anticipated in the reference safety information for essure. After essure insertion, pelvic pain and genital bleeding may occur. In the present case limited information was provided. Consumers medical history and concomitant conditions were not mentioned. Given the nature of the reported events, positive temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. Additional non-serious event was reported. This case was regarded as incident since surgical intervention was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.